Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that approximately six minutes into the ablation procedure, the temperature became unstable and a cooling failure alarm sounded. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Correction data: evaluation summary this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The investigation found the sample did not allow water to circulate through. The tubing was not blocked. The needle was removed and fiber was found at the tip of the hypotube/ thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. The customer is advised to use sterile saline for cooling. If information is provided in the future, a supplemental report will be issued.